Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you confirm whether wound dehiscence occurred? If yes, no dehiscence. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture placed (interrupted or continuous)? He uses sutures on the following: uterus, fascia, subq and skin (all stratafix). How was the suture tied (square knot or multiple knots one end)? No knots - barbed stratafix suture was used. What date did the patient present with dehiscence (# post op days)? N/a. How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. N/a. What was the appearance of the suture during the second procedure? N/a. Two photos have been received. In one, the suture used on the patient is visible, and in the other, two used needles with sutures are observed. Could you please clarify the relationship with this even between the second photo, which shows the used needles with sutures? Photo of the suture was pulled out of the patients abdomen ajacent to the incision which is why it is thought to be from another surgery. The second photo is the sub q and skin suture that was used for reference showing they are not the same suture that was used - they looked different. The suture the patient pulled out looks more like a degrading ethibond. Could you kindly provide the product code and lot number, please? Unknown. Please provide the source or name of person providing answers to follow-up questions: h6 investigation findings: c22 - photo review. H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a fragment of degraded suture. In a second image, there is a needle with suture outside of its packaging. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing records could not be reviewed as the batch number is unknown.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and suture was used. Post-op, the patient told the surgeon that several weeks after the procedure, that they pulled out a suture piece, lateral to their incision. The surgeon used a barbed suture for all of the layers. The patient has had bariatric surgery. The surgeon was concerned if the barbed suture was breaking down correctly. The patient discarded the suture. There were no adverse patient consequences reported. Additional information was requested.